Event description:
It was reported that an ilet user experienced high glucose readings around 400 mg/dl after initially misinterpreting an alert as a low and consuming carbohydrates, with concurrent ¿unable to proceed¿ and occlusion notifications; review confirmed an occlusion leading to interrupted insulin delivery and motor stall alarms, and after removing and replacing the cartridge, connector, and infusion set, delivery resumed with a downward glucose trend. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user and support personnel. Investigation of this case revealed a communications problem identified along with failure to infuse associated with a stalled motor component, while a successful dry run indicated the pump itself functioned after a full supply change, pointing to infusion set or tubing involvement. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.